Manufacturer narrative:
Asae / minor bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient remained on impella 5.5 support (sn (B)(6), implanted on (B)(6) 2026 at 11:51 am via a right axillary/subclavian arterial surgical approach. After transfer to the ICU, the patient experienced access site bleeding, characterized as a minor bleed, while on antiplatelet therapy. The estimated blood loss was <1 unit, no blood products were administered. The patient also exhibited a pulsatility and intermittent arrhythmias. Based on the information provided, the reported access site bleeding occurred after ICU transfer and is attributed to the patient¿s condition and post surgical status rather than a device failure or malfunction. Hemostasis was successfully achieved with manual pressure, and no escalation or transfusion was required. The intervention and outcome of the arrhythmias was not reported. The patient continued on impella 5.5 support at the time of reporting.

Manufacturer narrative:
Updated information: a4 added. D1 brand name updated.